Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The day after the event onset, the patient was hospitalized for peritonitis. That same day the patient was started on vancomycin (1g; route, frequency, and duration not reported), fortum (1g; route, frequency, and duration not reported), and tecoflanin (800 mg; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering and remains on antibiotic therapy. No additional information is available.